Event description:
It was reported that while in the intensive care unit, the introducer needle was inserted using the arrow raulerson syringe (ars) and was followed by the spring wire guide (swg) insertion. It was then resistance was met around the tip of the needle and as a result, both the swg and ars were removed as one and a new set was used without difficulty or complications to the pt.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one ars/needle assembly with a swg inserted was returned. The tip of the needle, with approximately 2mm of swg protruding, had been inserted into a sharps cup causing damage to the swg. The swg was confirmed to be stuck inside the introducer needle and was removed by pulling it through the needle bevel. Biological material was observed inside the needle. Visual examination of the swg at 10x magnification found that the core wire was broken adjacent to the distal weld. The location of the core wire break indicates that the wire was broken prior to insertion into the sharps cup. The swg and introducer needle were measured and found to be within specification. The undamaged proximal end of the swg was passed through the introducer needle without resistance. The product's instruction booklet provided with the kit, contains suggested procedures for inserting and removing the swg and warnings to minimize the likelihood of swg damage during use. The report of difficulty advancing the swg through the introducer needle was confirmed through evaluation of the returned sample. However, the potential cause of this issue is procedure/patient anatomy related since it appears that the swg was damaged during the insertion process causing excessive resistance between the swg and needle.